Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer's reported problem, "cassette detect error", can be replicated -- cassette not attached properly when the latch handle is closed. The most likely cause of the report error is dso (downstream occlusion) sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that the device exhibited a cassette detect error. There was unknown patient involvement.

Manufacturer narrative:
E1: phone: (B)(6). One device was received, for evaluation. Functional testing was able to duplicate the reported problem. The most likely, cause of the report error is downstream occlusion (dso) sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair. The service history review had no indication, that the complaint was related to a service of the device within the review period.